Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms in bipolar configuration beginning approximately four months ago. The lead configuration was then reprogrammed to unipolar pace/sense and all lead measurements were stable. Subsequently, the lead exhibited short episodes of oversensing of suspected myopotentials resulting in pacing inhibition with one episode containing three seconds of pacing inhibition. The patient was asymptomatic. The noise was unable to be reproduced in clinic with provocation maneuvers. Additionally, the patient was noted to not be pacemaker in clinic. Sensitivity was reprogrammed from automatic gain control (agc) to a fixed value and monitoring will be continued. No adverse patient effects were reported. This device remains in service.